Event description:
It was reported to philips that there was a problem with the live monitor display. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and the live monitor did not work during the procedure. A philips remote service engineer (rse) connected remotely with the customer and was instructed to check the connectors and cables. The customer was re-plugging the display port and monitor cables. Following that, the procedure was continued and completed, and the system was returned to use in good working order. To date, no further recurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after re-plugging the display port and monitor cables and the procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.